Event description:
It was reported that the pump was not delivering boluses as intended. It was also reported that the pump touch screen was unresponsive. During troubleshooting, the issue was confirmed, and the pump was replaced. Additionally, the pump touchscreen timed off sooner than expected. Customer¿s blood glucose level was between 200-300 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.